Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The hi torque balance middleweight universal ii referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Correction: date of event. Originally reported as (B)(4) 2013.

Event description:
Subsequent to initial medwatch report, user facility medwatch (B)(4) was received:during percutaneous coronary inervention the md verbalized a problem with abbott bmw universal ii 190cm wire. Two of same wire of same lot number "feels like they are getting stuck in the coronary artery." When the wires were removed, md stated they looked and felt like they were unraveling.what was the original intended procedure? Stenting of coronary artery device usage problem: device was hard to use.

Event description:
It was reported that during a coronary intervention, two balance middle weight universal ii j tip wires met resistance during advancement and never exited the guide catheter. During removal, resistance was met with the abbott co-pilot. Other unspecified abbott wires were used successfully during the procedure with the same abbott co-pilot. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.